Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to omsc for evaluation but was returned to olympus service operation repair center (sorc). Omsc could not review the manufacturing history (DHR) of the subject device because more than fifteen years had passed since the subject device was manufactured and there was no record. Based upon the information from sorc, omsc surmised that the reported phenomenon was attributed to the image signal transportation failure due to the disconnection of the camera cable. In addition, it was surmised that the camera cable disconnection might be caused by excessive force such as bending and twisting during the use, transportation, installation, reprocessing of the subject device at the facility. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that reported phenomenon was duplicated due to the kink/disconnection of the camera cable. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that in unspecified timing, it was found that the endoscopic image of the subject device became like sandstorm display. The occurrence date of the event is unknown, and there was no report of patient injury.